Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dcb00 model intraocular lens (iol) had unfolding issue and was broken. There was no patient contact with the product. No further information provided.

Manufacturer narrative:
Additional data: section h3: additional information: device evaluated by manufacturer: yes. Device evaluation: the product testing could not be performed as the product was not returned. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review (mrr): the manufacturing process record was evaluated. Notification report 7002760/nr-0157065 was found as part of this manufacturing records review. This event does not contribute to this complaint and therefore no further escalations are required. There were no discrepancies found related to this complaint during the mrr. The units were released according specification in compliance with the product intended use as required. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.